Manufacturer narrative:
I received an error message on ack3 when attempting to the 3500a pdf form submit through the esg nextgen usp portal on july 2nd 2025 and contacted the esg help desk on july 3rd.. After additional attempts I was unable to submit and consequently, this report could not be submitted within 30 days of awareness. After correspondence with mdrthelpdesk@FDA.hhs.gov I have drafted the 3500a form in esubmitter to then submit through the nextgen esg portal.

Event description:
The study was published in 2024 with a retrospective review of cases between 2007 and 2019; specific dates of adverse events were not provided. The nykanen rf wire was used with protrack microcatheter for perforating the pulmonary valve in 18 neonates. Nine procedure-related complications were reported in 7 patients. Complications: one patient experienced a periprocedural complication, a right ventricle perforation and atrial flutter during catheterization, this resolved spontaneously, the patient was discharged after 14 days. Within 30 days after their initial intervention, six patients experienced complications, including three shunt occlusions in arterial pulmonary shunts (ap-shunts) (one of which led to circulatory collapse and brain hemorrhage) one case of cerebral infarction, one case of necrotizing enterocolitis and acute kidney failure, and one case of infection. There is no evidence to suggest that baylis medical technologies device caused or contributed to the reported incident. However, as a baylis medical technologies device was reported to be among the devices use in the procedure, baylis medical technologies has decided to submit this report.